Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that an impella cp was implanted in a patient with st-elevated myocardial infarction and a placed stent. During support, a hematoma developed at the impella access site. Pressure was held for 30 mins followed by femo stop placement. Aggrastat was given and heparin was withheld. In addition, the patient had deteriorated and was requiring increased oxygen needs and presser support. Continuous renal replacement therapy was started in response to anuria. Extracorporeal membrane oxygenation cannulation was provided due to the patient's oxygenation status. However, the arterial cannula was not secured and somehow fell out resulting in very significant blood loss. The artery was re-cannulated and the vessel was repaired around the cannula, and multiple blood products were administered. Ultimately, care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation access site bleeding and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.